Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00 26.0 diopter was inserted and removed due to a capsule tear/collapse. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation, only an empty box was received. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.